Event description:
Patient had a trach that was 24 hours old. Trach cuff unable to hold air upon patient arrival. House physician and director of rt notified. Pt. Condition declined. After several interventions situation progressed to code blue. Pt. Expired. Rt had to add air to cuff every 5-10 min and taped syringe to pilot balloon to try and hold air into cuff.